Event description:
Catheter tubing separated from disk.

Manufacturer narrative:
The actual device was returned for evaluation. The sample consisted of the molded junction and two portions of catheter tubing. The visual observation on the used returned sample showed that the catheter tubing broke right at the end of the nose of the oval disk. The second portion of the catheter tubing broke right at the end of the nose of the oval disk. The second portion of the catheter tubing broke at the 15cm tick mark. The examination with microscopic enhancement at the area of separation revealed uneven jagged edges. This kind of damage is an indication of undue stress to the catheter tubing. It is unknown how the second portion of the catheter broke. Comparing the problem description and the results of investigation to the instructions for use and risk management documentation; the issue most likely occurred due to excessive stress applied to the catheter.